Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical analysis of 86 cases of permanent cardiac pacemaker. Journal of cardiovascular and pulmonary diseases. 2010,vol. 29,no. 2. Doi:10.3969/j.issn.1007-5062.2010.02.018. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacing leads. The article reports one patient with a lead dislodgement. The status/disposition of the lead is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.